Manufacturer narrative:
H3 analysis of the returned recharger revealed device is unresponsive. Device is confirmed to have main micro-controller corrupted thus causing the batteries to cycle/scroll. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a wireless recharger (wr). It was reported that the caller was preparing for the case with a wr. The caller reported sitting on the dock for at least 30 seconds. They removed it from the dock, saw the amber light, connected to app and saw 3167. They reset the recharger, then all lights on battery indicator were rapidly blinking. They then called tech services. They reset the recharger and powered on recharger but the power light would not come on. The blinking battery lights only showed off and on the dock. The rep made the choice to send the wr back for analysis. Patient services sent an unboxing education/marketing document to caller as requested. The rep noted they were referencing a version but wanted to make sure they had the most recent version. There was no patient involvement in this event